Event description:
It was reported that the patient presented with a malfunction of the inflatable penile prosthesis (ipp) pump. He was not able to inflate his device. The device has not worked since it was implanted. The ipp device was explanted and a new ipp device as implanted. The patient's outcome was fine following the procedure.

Manufacturer narrative:
Additional information provided in b5 event description - this report is for the same event as manufacturer report number 2183959-2020-02744.

Event description:
It was reported that the patient presented with a malfunction of the inflatable penile prosthesis (ipp) pump. He was not able to inflate his device. The device has not worked since it was implanted. The ipp device was explanted and a new ipp device as implanted. The patient's outcome was fine following the procedure. This report is for the same event as manufacturer report number 2183959-2020-02744.